Event description:
Patient presented to the physician with the stimulation lead eroded through the skin under the jawline. Physician brought the patient into the operating room, cleaned the wound tissue, tucked and repositioned the stimulation lead, and closed the neck incision.